Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grasping was completed and the insertion was good. However, lock test was failed. Troubleshooting was performed and second lock test was successful. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.